Event description:
The customer stated that the batteries are no longer making a good connection. The unit will not consistently stay powered on. No patient involvement.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.